Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the electrodes. The patient consulted her physician who gave the patient a medicine. Follow-up indicated that the patient's irritation was still there and that she was using the medicine provided by her physician.